Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Section d references the main component of the system. Other medical products in use during the event include: product ID d-evprop34us (lot: 0010552272); product type: 0195-heart valves; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve into a native valve with an aortic valve area of .5 and a very calcified valve with a fusion of the right coronary cusp (rcc) and left coronary cusp (lcc), a pre-balloon aortic valvuloplasty (bav) was performed with a 22 millimeter (mm) balloon. The valve was 80% deployed and was constrained. The valve would be unable to be removed without dislodging the valve into the ascending aorta, therefore the valve was recaptured and removed from the patient. The valve was assessed after removal and an infold up to the 6th node was reported. A new valve was loaded onto a new delivery catheter system (dcs). A pre-bav was performed again with a 24 mm balloon and the valve was implanted successfully. No adverse patient effects were reported.